Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition was confirmed. A batch review has been performed. All release criteria were met for the production of this lot. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation idc-CAPA-(B)(4).

Event description:
A facility representative contacted baxter to report an infusor that had a reservoir ruptured during patient use at the patient's home. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device has been requested, but has not yet been received at baxter for evaluation. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
This is a report by a nurse from (B)(4) regarding peritonitis in a male homechoice peritoneal dialysis (pd) patient (age not reported). On (B)(6) 2010, the patient's family contacted baxter (B)(4) technical service center to report that the patient had ended therapy and went to the hospital because of abdominal pain during pd therapy. Upon follow-up, the nurse reported that while the patient was traveling, he developed abdominal pain and cloudy effluent. On (B)(6) 2010, the patient was hospitalized for peritonitis. During the hospitalization, the patient was treated with unspecified antibiotics. Information regarding bacteriological examination was not reported. As of (B)(6) 2010, the event of peritonitis remained ongoing. The root cause of the peritonitis was not reported. Pd therapy continued. The nurse believed that the event of peritonitis was unrelated to pd therapy.